Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. At the time of this complaint event, the customer did not request getinge to evaluate the iabp. However, a getinge field service engineer (fse) was dispatched to evaluate the unit in connection to a 2nd report for helium issue. The getinge fse verified that the display was showing an empty helium tank. To fix the issue, the fse reseated the iabp on the cart and verified good connection with cart, and confirmed that the cardiosave was now reading a full helium tank on the display. The fse also found that the iabp would displayed the battery only when plugged into ac. The power management board was reseated by the fse and verified that the batteries were charging and ac connected. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the helium sensor of the cardiosave intra-aortic balloon pump (iabp) was not working, and the helium tank on the screen was showing empty, even though several helium tanks had been replaced. No patient harm, serious injury or adverse event was reported.